Manufacturer narrative:
The investigation is ongoing. Conclusions will be provided in the final report.

Event description:
Arjo became aware that the patient potentially fell out of the citadel plus bed frame. The facility staff found the dead patient lying on the floor on the left side of the bed. The safety side panels on the left patient side were down. The body side panel on the right patient side was broken off. The event was unwitnessed thus it is unknown if the patient fell out of bed on the left side where the panels were down or if he stood up and then collapsed. No external patient injuries were visible. The facility confirmed that the patient's death was unrelated to the broken side panel on the right side of the bed as the patient was found on the floor on the left side of the bed. There is no allegation of patient injury or death due to the bed or the side rails. The complaint (B)(4) (3007420694-2024-00242) refers to the potential patient fall, the complaint (B)(4) (3007420694-2024-00247) refers to the side rail detachment.

Manufacturer narrative:
In relation to the patient fall the citadel plus instruction for use (IFU 831.374 rev.11) indicates: ¿to make sure the patient can use the bed safely, their age and condition should be assessed by a clinically-qualified person.¿ ¿caregiver should always aid patient in exiting the bed.¿ ¿to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended.¿ ¿whether and how to use side rails or restraints is a decision that should be based on each patients needs and should be made by the patient and the patients family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail / restraint use.¿ the investigation is ongoing. Conclusions will be provided in the final report.

Manufacturer narrative:
The citadel plus bed frame has four side rails, two on each side of the bed. An inspection of the claimed bed frame conducted by the arjo representative revealed that the body side panel on the right patient¿s side was broken off. The facility confirmed that the fact that the patient was lying on the floor and the patient's death were unrelated to the broken right side panel as the patient was found on the floor on the left side of the bed. Based on the customer¿s staff words and the inspection results, the side rail panels on the left side of the bed worked as intended but they were down at the time of the event. Due to the unknown circumstances and the fact that the patient was found on the floor on the opposite side of the bed as the damaged side rail, the link between the fault and the investigated event was not found. The customer described the patient¿s condition as almost completely bedridden. The patient was always dependent on caregiver. The product instruction for use (IFU 831.374_en rev.11) indicates ¿to make sure the patient can use the bed safely, their age and condition should be assessed by a clinically-qualified person.¿ the IFU also states: ¿caregiver should always aid patient in exiting the bed.¿ ¿to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended.¿ it is unknown whether the bed was in the lowest position. ¿whether and how to use side rails or restraints is a decision that should be based on each patients needs and should be made by the patient and the patients family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail / restraint use.¿ the facility staff left the side rails on one side of the bed in the lower position due to the local procedures regarding the patient's freedom. To sum up, due to the fact that the event was unwitnessed, we were unable to confirm what happened that the patient was found to be lying on the floor. The arjo device was not meeting its performance specification as the bed was faulty, the side rail panel detached from the frame. However, due to the unknown circumstances and the fact that the patient was found on the floor on the opposite side of the bed as the damaged side rail, the link between the fault and the investigated event was not found. The citadel plus bed was used for the patient's treatment. The complaint was decided to be reportable in abudance of caution because the dead patient was found to be lying on the floor next to the arjo bed. The event was unwitnessed thus it is unknown if the patient fell out of bed or if he stood up and then collapsed. Athough the device malfunctioned, codes 213 and 4755 were selected because the link between the fault and the investigated event was not found. The report with 3007420694-2024-00247 reference number is dedicated to the side rail detachment.

Event description:
Arjo became aware that the facility staff found the dead patient lying on the floor on the left side of the bed. The safety side panels on the left patient¿s side were down. The event was unwitnessed thus it is unknown if the patient fell out of bed or if he stood up and then collapsed. No external patient injuries were visible. There is no allegation of patient injury or death due to the bed.